Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument, there was a false positive astrovirus result when tested with bd max¿ enteric viral panel. After retesting, the results were reported as negative to the referring physicians. There was no report of adverse patient impact. This is report 3 of 3.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn e1. Initial reporter phone #: (B)(6) g.4. There were multiple PMA/510k numbers: k111860, k120138, k130470 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.